Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735736, (software version: 1.2.0). Device evaluation: a software analysis was completed utilizing a log analysis methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw app 9735762 stealth s8 app. A medtronic representative (rep) went to the site to test the equipment. The rep performed a system check with head 3 with tumor. The rep did repeated registration with error matrix under 1mm. Instruments at the site verified without issues and were accurate to the model. The rep used a tricut disposable blade that also navigated accurately to the model. The rep was unable to replicate the issue. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the clinical case some of the instruments were showing inaccurate by 1-2 inches in the posterior direction and to the left. It was also reported that the inaccuracy was 1-2 cm, so follow-up is being conducted to clarify the actual amount. The surgeon registered non-sterile with the disposable touch-n-go probe with a 1.9 mm registration error metric. After draping and going sterile, the straight suction and the quadcut blade were both showing posterior by 1-2 inches. It was stated that the inaccuracy occurred from the beginning of the clinical case, with it showing inaccurate even on the patient's nasion when checking prior to draping. The site opted to abort navigation. It was noted that the surgeon wasn't able to recheck accuracy with the touch-n-go probe prior to ending the procedure. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. The medtronic representative (rep) who was present tested the system with a demo head prior to the clinical case with the straight suction, touch-n-go probe, and tracer probe, with no observed inaccuracy. Another rep was working on the system the following day and was unable to replicate the issue. It was stated that in one instance of a reported inaccuracy the registration probe showed accurate when all other instruments, including microdebrider, showed inaccurate. In all other cases even the registration probe showed inaccurate. It was noted that the site does not use the patient tracker initialization and uses the footswitch to collect registration points. The site has not changed their operating room (or) setup or work flow. The system software application was later changed to a different version, and since doing so there has been no word of recurring issues.